Manufacturer narrative:
(B)(4). It was reported that a 63 year old female patient underwent an ablation procedure idiopathic ventricular tachycardia (idvt) with a smart touch bidirectional catheter. After ablating the right ventricle, it was noticed that the patient became hypotensive and had a rapid heart rate. The patient was assessed as having a pericardial effusion. There was no ultrasound in the room to confirm. A pericardiocentesis was performed yielding an unknown amount of fluid. The ablation of the idiopathic ventricular tachycardia was completed successfully. The patient was reported to be awake and talking while being transferred to the intensive care unit for overnight observation. The patient did not require an extended hospitalization related to this event. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17268619m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: 1.carto 3 system: model #:m-4800-01; serial #:(B)(4). 2.smartablate generator ; model #: m-4900-07; serial #:(B)(4). 3.smartablate pump; model #:unknown; serial #: (B)(4). 4. Non biosense webster - 2 sterilmed catheters (B)(4) (lot# 1889809 and 1892337). 5. Non biosense webster - cook brockenbrough needle. 6. Non biosense webster - st. Jude sl1 8.5f sheath. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure idiopathic ventricular tachycardia (idvt) with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. After ablating the right ventricle, it was noticed that the patient became hypotensive and had a rapid heart rate. The patient was assessed as having a pericardial effusion. There was no ultrasound in the room to confirm. A pericardiocentesis was performed yielding an unknown amount of fluid. The ablation of the idiopathic ventricular tachycardia was completed successfully. The patient was reported to be awake and talking while being transferred to the intensive care unit for overnight observation. The patient did not require an extended hospitalization related to this event. The patient was reported to be in stable condition at the time the complaint was reported. The outcome of the adverse event is that the patient will fully recover. The physician was reported to be unsure of the cause of this adverse event as there were no steam pops, no impedance rise or drop and no excessive force warnings. There were no error messages observed on biosense webster equipment during the procedure. Generator settings included: power mode set at 40 watts. Irrigation catheter flow was set at 30ml/min. Transseptal puncture was performed using a cook brockenbrough. The sheath used was a st. Jude sl1 8.5f. No anticoagulants had been given during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/18/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).